Event description:
It was reported that the tip of the monopolar curved scissors instrument was broken and the break did not occur inside of the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation observed that the instrument tube extension was dislodged from the main tube. The keys on the tube extension were broken off, and a result, the tube extension can be rotated 360 degrees. Engineering also observed a 6" section with material removed on the outer diameter of the instrument main tube. It was determined that this damage may have been caused by a defective cannula accessory. No other damage was found.